Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site; subsequently the patient was treated with antibiotics (date and duration not reported).

Manufacturer narrative:
It was reported that the patient was placed under general anaesthesia on (B)(6) 2018, in order to replace abutment. (B)(4).